Event description:
Patient revised for fx pelvis and loose cup.

Manufacturer narrative:
The reported noise anomaly was confirmed. The abrasion marks near the header were caused by the metal wire, from the inside and out, this damage did not affect the sensing. The abrasion marks at 20.2cm and between 21.7cm and 23.1cm on the outer insulation were caused by friction to the ICD can. The sensing coil was exposed, which may have caused the reported noise anomaly. The electrical measurements indicated a short circuit between all conduction paths, which was caused by insulation damage.